Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was removed two weeks post-implant due to an infected lead. No additional information was able to be obtained via follow-up. No further patient complications have been reported as a result of this event.